Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, biometric identifier failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bioid) required maintenance error occurred when attempting to log in, and the bioid indicator light remained solid white. A field service engineer (fse) shut down the station, disconnected and reconnected the bioid scanner, adjusted the cabling in the monitor neck, verified universal serial bus (usb) settings and bioid drivers in device manager, and rebooted the station back into the application and customer verified the functionality. The system functioned as intended after the field service engineer repaired the device.